Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. The patient has vegetation on the right ventricular (rv) lead. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additional information received indicates that the ra lead was dislodged due to patient twiddling the device. No additional adverse patient effects were reported.